Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was found on the device. During power up process, the reported issue was duplicated and was deemed to be due to fluid ingression inside the device. The root cause was determined to be customer-induced. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device was not powering on. No patient injury was reported.